Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 61.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during a follow up, high pacing threshold and increased pacing lead impedance were observed. The lead was explanted and replaced successfully. The patient condition was stable before, during and after the procedure.